Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that the patient had been implanted with a total hip / constrained liner and that the head came out of the poly liner.